Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead was dislodged. Atrial fibrillation and undersensing were noted. A procedure to re-position the atrial lead was completed with successful measurements on (B)(6) 2019. There were no patient or physician complaints. The patient was stable.